Event description:
It was reported that the patient underwent a revision surgery due to unknown reason approximately nine (9) years post implantation. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). D10 ¿ associated products: item #159576, item name #oxf anat brg rt md size 4 PMA, lot #697840; item #161469, item name #oxf twin-peg cmntd fem md PMA, lot #413870. Multiple MDR reports were filed for this event, please see associated reports: 3002806535 -2023 -00177, 3002806535 -2023 -00179. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Devices are used for treatment. Medical records were not provided. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.